Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, brown particles in the shell, observed 40 mm dark patch edge material inside gel device, one opening curved on radius and crease fold. A microscopic analysis was performed which identified, one striated opening on radius, one opening crease sharp on the posterior and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the posterior due to fold flaw opening. One striated opening due to surgical damage consist in the use of some surgical tool. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.